Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligners are poor quality, there are plastic hairs on the back that are cutting and causing discomfort. This has caused bleeding to their tongue. Advised patient to smooth the area with the file.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.